Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the extravascular lead. Analysis of the device memory indicated noise. Analysis of the device memory indicated t-wave oversensing. Analysis of the device memory indicated extravascular oversensing of p-waves. Analysis of the device memory indicated right ventricular undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that multiple episodes of oversensing with noise, p-wave oversensing (pwos), and t-wave oversensing (twos) were observed on the extravascular (ev) lead. The patient had received two inappropriate shocks as a result. The patient was brought into the clinic and all sensing vectors were assessed and sensitivity decreased. The patient was then seen again to complete defibrillation threshold testing (dfts) to test the ability to detect and treat post programming changes. Prior to induction testing, all sensing vectors were assessed with patient simulating arm movements done during exercise and walking vigorously. Attempts to extend decay delay to cover oversensing was completed, however, pwos continued to be seen intermittently. Drop time was also attempted to be extended but oversensing was occasionally noted. The patient was then brought into the electrophysiology (ep) lab and the patient completed exercise with liter bags of saline while in a supine position on a stretcher, and rare pwos was noted. An induction of vf was completed and some undersensing was observed but the device was able to reach detections and deliver the 28 joule shock as suspected but the shock was unable to convert the arrhythmia. On redetect some undersensing was noted and the patient received an external shock that terminated the rhythm. Fluoroscopy images were completed and showed the lead to be lower than expected. Therapies were programmed off and four days later the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (serial: (B)(6)); product type: 0235-ICD; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.